Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knotted catheter was confirmed but the exact cause is unknown. One photo sample of a powerpicc catheter was returned for evaluation. The catheter was observed to be tied in a knot. Use residue is visible in the photo. Based on the description of the reported event and photo sample provided, the damage most likely occurred during use. Had the knot existed prior to use, insertion of the PICC would be difficult. Possible contributing factors include repeated advancement and retraction against resistance and patient anatomy. As the catheter was observed to be knotted, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon removal, the catheter was found to be tied. Reportedly, the catheter was implanted via the basilica vein of the right upper arm at the bedside. The catheter stuck around the shoulder. It was stated that in spite of attempt to lift the arm up and down, the catheter couldn¿t advance. While the operator was dislodging and inserting the catheter repeatedly, the operation got difficult. Breast x-ray imaging showed the catheter had made a loop. Upon removing the catheter, the alleged tie was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon removal, the catheter was found to be tied. Reportedly, the catheter was implanted via the basilica vein of the right upper arm at the bedside. The catheter stuck around the shoulder. It was stated that in spite of attempt to lift the arm up and down, the catheter couldn¿t advance. While the operator was dislodging and inserting the catheter repeatedly, the operation got difficult. Breast x-ray imaging showed the catheter had made a loop. Upon removing the catheter, the alleged tie was found on the catheter. There was no reported patient injury.